Event description:
The customer complained that the pt position mode did not alarm when a pt got out of bed. Also, when troubleshooting, the pt position mode alarm did sound when the mattress was moved slightly.

Manufacturer narrative:
The technician replaced the tape switches, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.